Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated, upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was an attempted implant during a revision procedure to replace a device for normal battery depletion. After connecting leads to the device all measurements were verified within normal limits. Induction testing was then performed wherein a shock on t-wave was delivered inducing ventricular fibrillation (vf). A shock was then delivered but a message immediately appeared on the programmer indicating an error code 1004 indicative of a shock into a shorted lead condition. The vf was not terminated and the patient was externally cardioverted resulting in sinus rhythm. The device was reinterrogated and all lead parameters including shock impedance remained constant and within normal limits. A commanded shock was then attempted but no shock was delivered and the programmer then displayed an error code 1006 indicating high energy detected by the device. Suspecting an issue with the ICD, a second device was attempted and measurements were again unchanged and within normal limits. While attempting to test the device via commanded shock the physician reported another error code 1006 was observed and a popping sound heard from the device pocket; subsequent attempts to charge for another commanded shock were unsuccessful. The physician then attempted to implant a new rv lead but could not gain venous access. As a result the physician capped and surgically abandoned both of the patient's leads and additional review will be performed in the future to determine course of action. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly evaluated. Visual inspection of the device header and case did not reveal any anomalies. Review of device memory confirmed that the device had shocked into a shorted lead condition causing damage to the device itself at the time of implant. Several high voltage during charge codes were observed following the shock. Therapy availability testing could not be performed as a result of the damage to the device. Analysis concluded the damage to the device was induced and the result of shocking into a shorted lead. The reported observations are the result of this damage to the device.